Manufacturer narrative:
H.6. Investigation: one open 30g x 5mm safety pen needle sample was returned from lot. No. 0020463, cat. No. 329705. Visual examination was carried out on the returned sample and it was observed that the patient end of the cannula was bent and caught on the outer shield causing non activation of the non patient end shield. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that the pen needle autoshield duo 30gx5mm experienced safety shield failure. The following information was provided by the initial reporter: after injection, the safety mechanism was not activated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen needle autoshield duo 30gx5mm experienced safety shield failure. The following information was provided by the initial reporter: after injection, the safety mechanism was not activated.